Event description:
Sorin group received a report that during priming for a case, the scp control panel lost power. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The manufacture date will be provided in the follow-up report. Sorin group (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during priming for a case, the scp control panel lost power. There was no patient involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.